Event description:
It was reported the patient came for followup and the physician discovered an episode of inappropriate shock due to noise on the rv channel. High rv pacing impedance and oversensing were also reported. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.